Manufacturer narrative:
The field service engineer changed the pinch valves. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with multiple assays on the cobas 8000 e 801 module. Test results from the following assays were affected: the elecsys ft4 iii assay, the elecsys folate iii assay, and the elecsys vitamin d total gen. 2 assay. It was noted that many patient results were accompanied by data flags. Refer to the attachment for all patient data. It was asked, but it is not known if any incorrect vitamin d results were reported outside of the laboratory for sample ID (B)(6). For all other sample results, the initial values were reported outside of the laboratory and results were later amended. The ft4 reagent lot number was 541093, the vitamin d reagent lot number was 527961, and the folate reagent lot number was 530609. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
Na.